Event description:
Follow-up revealed the infection has resolved.

Event description:
This report is in reference to a (B)(6) (clinical study) patient. It was reported the patient had been experiencing pain at their lead site that had worsened. The patient was later diagnosed with an infection at their lead site. In turn, the patient was admitted to the hospital and was administered antibiotics intravenously. The patient's scs system was later explanted due to the infection.